Manufacturer narrative:
Visual examination of the returned device found the device tip was partially torn off. Device was submitted for fracture analysis. Optical imaging of the fractured tip on the alignment guide show deformation of the tip that would result from a cantilever load under axial compression. No material defects of other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the alignment device tip breaking cannot be determined from the samples and information provided. The results from fracture analysis have determined that a potential root cause may be unexpectedly high stresses placed on the driver tip during use, resulting in the tip breaking from a cantilever load under axial compression. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by commercial coordinator in (B)(6). We have also product complaints in dc depuy (orthokit/loaner site) for 2017 year. Devices quarantined due to breakages, functional tests failures. In all cases no data available if any injures or adverse events. No information about surgery, delays, patient related data.